Event description:
It was reported that there was noise on the electrocardiogram (ECG) screen for both the atrial and ventricular channels during a device check. The programmer was plugged into a power strip on a cart. Technical support (ts) had the caller plug into an outlet on the opposite wall, but there was very little change. Ts had the caller disconnect the electrocardiogram (EKG) cable and a lot less noise was seen. However, the caller was still unable to do an atrial threshold test. The fluorescent lights were turned off in the room, but that had no effect. The caller will contact the local sales representative (sr) and have a different programmer brought in. The programmer status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).